Event description:
Pharmacy staff went to compound 5 fu pump and when putting the saline to prime the device, it sprayed out of the other end of the device. Incident did not reach the patient it was intended for. No harm to pharmacy staff as only saline had been used to prime.